Event description:
It was reported to target that during a procedure, friction was experienced while repositoning this gdc-10 coil. During retrieval, the coil broke. The procedure was finished with another device. The status of the patient is ok.